Manufacturer narrative:
(B)(4) batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report mw5075373. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon experienced an anastomotic leak where the device was used. On re-exploration it was noted that the staple line had an obvious defect.